Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: cat #: 650-1163 / delta cer fem hd 32/-3mm t1 / lot #: 2016100860. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip procedure approximately seven and a half years post implantation due to instability. Competitor shell and liner were removed along with zimmer biomet head and stem. All the items were replaced. Attempts have been made and no further information is available.